Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the devices were used in a heavily calcified lesion in the superficial femoral artery (sfa), which is considered off label use. During treatment of the lesion, all three balloons (voyager 2.5x12, powersail 3.0x28, powersail 3.0x28) ruptured below nominal pressure. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering determined that the powersail instructions for use indicate that the devices should be used in the coronary vasculature. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, material, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. In this case, the lesion was described as heavily calcified, which suggests that an interaction with the calcification may have led to the balloon ruptures. Furthermore, since all three devices ruptured, this suggests that some aspect of the procedure contributed to the ruptures; however, without the devices returned for analysis, a definite root cause for the balloon ruptures cannot be determined. The second powersail diliation catheter indicated in b5 and d11 is being filed under the same mfg number. The voyager dilatation catheter is being filed under another mfg number.